Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the phenomenon was not duplicated, it is surmised that a temporary malfunction of the device occurred. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was not confirmed. The unit was burned-in for more than eight-hours and no abnormalities were found. In addition, rear cover label fading was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.